Manufacturer narrative:
The complaint investigation for falsely elevated magnesium results on an alinity c analyzer, serial number (B)(4), included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. The customer found the alinity c-series cuvette, list number 04s47-01, needed to be replaced, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed a falsely elevated alinity c magnesium results for one patient. The following data was provided (customer¿s reference range is 2.0-2.8 mg/dl): initial result was 9.8, repeat was 1.8 mg/dl. There was no impact to patient management reported.